Event description:
The event involved a plum 360 infusion pump where it was reported the liberal nurse programmed the chemotherapy flow rate on the pump. First protocol: cisplatin (cddp), the speed was programmed at 500ml/h and changed to 60ml/h. Second protocol: channel a oxacillin for 2 hours, channel b ¿ levofolinate for 2 hours. After 1 hour, 1h55 min remained on channel a and 49 min on channel b. It was reported that the flow rate has changed on its own. The status of the product at the time of event is during infusion. There was patient involvement, and unknown human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device received for investigation on 9/4/2023. ¿the flow rate has changed on its own¿ was evaluated as a level 1 investigation. The device was in good general condition. The device logs were downloaded and sent for analysis. Summary from log analysis: engineering concluded that complaint description couldn't be confirmed. The device was working as expected for the programmed infusion and did not change the rate independently. The device completed a performance verification test (pvt) without issue. There was no fault found with device.